Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support instructed the customer to remove the cartridge, deliver a 9-unit bolus, and reload the original cartridge. The bolus was completed successfully, allowing the customer to resume insulin therapy, and the issue was resolved.